Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed off no power alarm. Customer's blood glucose was unknown. Battery bar was full and after few minutes, device would turn off. Device alarmed low battery alarm every time after battery change. Customer will not be returning the device for analysis.